Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that while starting an infusion of noradrenaline 12ml/hr, dobutamine 2.7ml/hr, and heparin at an unspecified rate, the pcu alarmed a red 'disconnected' message, which turned off all the running infusions, and returned to the main screen. The nurse was able to use the 'restore' button to re-start all of the infusions, however the downtime was approximately 1 minute. The pump was plugged in and nothing unusual was expected. The last maintenance test was (B)(6) 2018.

Manufacturer narrative:
This investigation has confirmed the reported issue via the event log review and reproduced the failure mode during the testing undertaken. The root cause has been attributed to the corroded / eroded pcu right hand side iui connector pins which has been further exacerbated by the pump module (B)(4) connected to the pcu having a missing release / lock mechanism allowing for movement between modules and a loss in electrical connection between the pcu and pump module iui's, and the attachment of a forth module prior to the channels disconnected alarm.

Event description:
The reported feedback suggests that the pump turned off all running infusions.